Manufacturer narrative:
The other additional proglide referenced is being filed under a separate medwatch report number. Visual and functional inspections were performed on the returned device. The reported resistance with the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a left common femoral artey was attempted using proglide devices with a 7f sheath after an interventional extremity angiogram procedure. Reportedly, while trying to advance the first device over an amplatz guide wire, resistance was felt. The physician tried to muscle with the device with no success. The device was removed and a second proglide was attempted with the same issue. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.